Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was unknown. Customer stated they are unsure if they pressed a button down for 3 minutes or longer. Assisted customer to clear alarm. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.